Event description:
Underdelivery reported. Medwatch form rec'd from the user facility states:11/15 - pt to receive insulin infusion - pt's condition derteriorated - to ICU, blood sugar increased to 404. Pump was pumping - volume totaling - no insulin infusing, pump did not alarm. 11/16 - blood sugar progressively increasing through day. Amt in buretrol did not correspond with amt that should have infused--pt did not receive insulin as ordered. Customer report source contacted. Nursing reports that the pump display indicated correct incremental delivery; the device remained in use. On the second day, the delivery was monitored via buretrol and the nurse noted that the actual delivery was less than the expected/displayed delivered volume. There were no specifics available regarding the amount of underdelivery. The pt required transfer to ICU for continued elevation of blood glucose. His blood glucose was monitored closely and insulin administered accordingly. No adverse sequelae to the pt were reported. Reporter states possible incorrect tubing placement by staff contributed to the event. No additional info was available.